Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was recently implanted approximately three months ago, but when the patient presented for a routine follow-up appointment, it was discovered that there were only four years of remaining estimated battery longevity. Additionally, no therapies have been delivered by this device since implant. A follow-up appointment was scheduled for the following week, and boston scientific technical services (ts) was contacted for review. However, device data was not provided for analysis, and the serial number is unknown. It was noted that the device data would be downloaded at the upcoming appointment and would be shared with ts for assessment. At this time, this ICD remains implanted and in-service. No adverse patient effects were reported.